Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) device due to cuff atrophy. A larger cuff was placed. A patient outcome was not reported.